Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous de novo left circumflex artery (lcx) and a right coronary artery (rca). Both lesions were pre-dilatated with an unspecified device. A 2.25x15mm xience prime was deployed in the lcx; however, a dissection was observed at the distal end of the lcx. The dissection was covered with another same size xience prime stent. A 2.5x38mm xience xpedition was deployed in the rca and a dissection was noted from the mid rca. The dissection was treated with a 2.5x12mm xience xpedition. There was no adverse patient sequela and no clinically significant delay. There was no additional information provided.